Event description:
It was reported that the buttons on the customer's insulin pump became stuck and stopped working. The patient's blood glucose was 284 mg/dl and it was stated that the patient was about to use the insulin pump to treat the high blood glucose when the button issue occurred; instead, she was to be treated with manual injection. A button error alarm occurred. It was noted that the insulin pump had been dropped on the ground a few days prior. It was advised to discontinue use and revert to a back-up plan. Nothing further was reported.